Event description:
It was reported that the patient experiences fluctuations in his hearing perception. After switch on his hearing perception is good, but then it gets worse until he is only able to hear a swooshing noise with separate peeping noises independent from external stimuli. After a break from wearing his speech processor, the same cycle starts again form the beginning. Testing was carried out which correlated with the patient's hearing perception. When the patient was able to hear with his device, testing was within normal limits. However, when the patient was not able to hear, testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.